Event description:
Complainant alleged that while defibrillating a pt (age & gender unk) during open heart surgery, the device allowed discharge of a reported 109 joules. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation .